Manufacturer narrative:
The biomed stated that the issue was discovered in the clean equipment storage and would just turn on by itself, whether or not it was plugged into ac. The biomed reported that the battery was replaced to address the reported issue.

Manufacturer narrative:
Date of report: 31aug2021. There was no patient involvement.

Event description:
The customer reported that the unit powers on by itself. The customer reported that the unit was not in use on patient. The customer contacted product support and was advised to disconnect the battery then reconnect ac power and monitor the unit. If the unit stops turning on by itself, to replace the battery. If the unit continues to turn on by itself, to replace the pm pcba. Review of the battery manufacturing date shows it is time to replace due to the 5-year replacement interval. Further information is pending.